Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty-six (26) 3000ml exactamix eva bags were leaking after compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the lot was manufactured july 14, 2018 - july 15, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.